Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1; date of submission: 01/31/2017. The device has been returned and evaluated by product analysis on 01/28/2017 with the following findings. All of the buttons on the keypad responded properly. The keypad was removed and there was no damage or contamination found. The original complaint could not be duplicated or confirmed. Unrelated to the original complaint, the pump was opened and there was moisture found in the keypad flex connector. Also unrelated, the battery compartment was cracked.